Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 257mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The motor slide was functioning properly during our testing. No motor error alarm noted and the motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.